Manufacturer narrative:
UDI for concomitant products: (B)(4).

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to recurring incontinence caused by erosion of the cuff. The cuff was removed and replaced. There were no additional patient complications reported.